Event description:
Upon cycling power to the homechoice (hc) machine to clear a check final volume message that appeared on the hc display during setup, it was revealed that the program was reset. The technical service representative (tsr) advised the patient to contact the hospital regarding getting the hc machine reprogrammed. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The hc device was not returned to baxter, therefore, no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported issue of program reset was confirmed; however, a cause was undetermined.